Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing were performed and passed all relevant tests. An attempt to navigate through the main menu and sub-menus was performed and passed. An attempt to download the screen device information was performed and passed. The log was downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.